Manufacturer narrative:
An event regarding dislocation involving an mako shell was reported. The event was confirmed. Method & results: -device evaluation: not performed as no items were returned. -medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: "the position of the index total hip appears to have been placed more horizontal than recommended, in addition, there appears to be a low calcar osteotomy, which may have required the surgeon to use a skirted femoral head, (associated with dislocation) to compensate for length and soft tissue tension issues. [...] This adverse event appears to be the result of surgical technique, during the index thr, utilizing mako control. There is no evidence that this dislocated thr is causally related to the design, manufacture, or materials of this prosthesis. -device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: based on the clinician review, the dislocation was due to the malposition of the total hip. No further investigation is required. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Mr. (B)(6) had a mako hip replacement done by dr (B)(6) on (B)(6) 2015. Mr (B)(6) had dislocated twice. Dr (B)(6) revised his hip. The hip was converted to a secur fit plus and mdm. Left hip

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Mr. (B)(6). Had a mako hip replacement done by dr (B)(6) on (B)(6) 2015. Mr o. Had dislocated twice. Dr (B)(6) revised his hip. The hip was converted to a secur fit plus and mdm. Left hip